Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) suspected there was battery depletion. Ts recommended the field representative send in device data to provide a replacement window. It was noted the patient was in bradycardia. The physician referred the patient to electrophysiology (ep). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded code 1003, which states that the voltage is too low for projected remaining capacity. Technical services (ts) suspected there was battery depletion. Ts recommended the field representative send in device data to provide a replacement window. It was noted the patient was in bradycardia. The physician referred the patient to electrophysiology (ep). This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. At discretion of the patient's family, they have decided to not replace this pacemaker due to the patient's age, dementia, and lack of mobility.

Manufacturer narrative:
Additional information added to b5 and e1. This product investigation is still in progress. This report will be updated when product investigation is complete.